Manufacturer narrative:
H3: product analysis: pss unknown tool (pli -20): no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Product analysis: mr8-as07(pli-10): evaluation couldn't reproduce the reported malfunction of not working. It is also noted that the device was corroded, burr stuck to attachment and burr came in broken condition. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: mr8-as07, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It is reported that the device is not working during use. It is reported that there was no patient involvement. Additional information received stated that the bur came in broken condition.

Manufacturer narrative:
H3: pli-20-mr8-f2/7ta23: product analysis: evaluation of the tool by the korea service and repair center determined that the burr came in broken condition. It is also noted that the burr stuck to the attachment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.